Manufacturer narrative:
Investigation included customer interview, troubleshooting, and review of related case history. Investigation of this case revealed unresolved communication issues between the glucose sensor and the system, with persistent alerting that could not be corrected. It was concluded that the event resulted in loss of cgm-driven automation and hyperglycemia, necessitating use of alternative insulin therapy pending device replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced continuous glucose monitor signal loss while using ilet with a freestyle libre 3 plus sensor; the user replaced the sensor and awaited warm-up while the agent provided troubleshooting and education, and a related prior alert (¿38¿) resulted in the ilet device being scheduled for replacement. Symptoms included hyperglycemia, with a self-monitored blood glucose of 379 mg/dl. Outcomes included temporary interruption of automated insulin dosing and transition to subcutaneous insulin pens until a replacement ilet is received.